Event description:
It was reported that the pressure guidewire could not be normalized during use. The target lesions were the first rpl and second rpl with 50% and 75% occlusions respectively. It was further reported that the customer shaped the pressure guidewire using his/her finger and there was a slight resistance when the pressure guidewire was removed from the guide catheter. Another pressure guidewire was used and completed the procedure. It was reported that the pt was released from the hospital according to the original treatment plan. There was no pt injury and no adverse events reported. The pressure guidewire was received by the MFR and during the eval it was observed that the distal part of the pressure sensor was missing from the device.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, one other complaint within this lot was reported for this same failure mode of "could not normalize." During examination of the returned device, a kink approximately 7.5cm from the proximal end of the wire and the distal tip appeared to be shaped. The distal part of the pressure sensor was broken off from the sensor housing. The signal test was performed and ¿attach wire to connector¿ message was produced. The MFR was unable to verify normalization issues since the returned device failed to produce pressure signal which is likely the result of partially missing pressure sensor. The pressure sensor is fabricated from silicon wafer l: 900 + 4u and w: 244 + 4u) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that a portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.